Manufacturer narrative:
The customer technical specialist (cts) stated that upon troubleshooting the customer found a small whole in the tubing at the top of the diff mixing chamber attributing to the leak. The customer replaced the tubing and verified the instrument ensuring no further leaks were observed. Service was not dispatched for this event. (B)(4). Customer resolved leak himself.

Event description:
The customer reported a leak approximately ½ cup in volume from tubing at the top of the diff mixing chamber of the coulter lh 780 hematology analyzer. The leak was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. There was no death, injury, or change to patient treatment attributed to or connected with this event. No erroneous results were generated in connection with the reported event.